Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and the surgeon stated that a different cuff was necessary. All components were removed and replaced. The patient had a good outcome and is set to recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.